Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The china customer reported "leakage from probe". The field service engineer repaired the instrument by replacing the aspiration and dispense check valve causing this malfunction. Leakage was found during preventative maintenance; no patient testing was being completed at the time the malfunction was confirmed. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported. The instrument is fully operational, within specification and ready for use.

Event description:
The japan customer reported "leakage from probe". The field service engineer repaired the instrument by replacing the aspiration and dispense check valve causing this malfunction. Leakage was found during preventative maintenance; no patient testing was being completed at the time the malfunction was confirmed. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported. The instrument is fully operational, within specification and ready for use.